Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A clinical analysis indicated it has been communicated that no clinical documents are available. Therefore, no thorough clinical assessment of the reported issue can be rendered. Should additional information be provided, the clinical/medical investigation task will be reopened. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of complaint history for the provided part revealed no prior complaints for the listed failure mode with the same batch number. A review of the risk management file and instructions for use document were reviewed. Factors and/or some potential probable causes that could contribute to the reported event have been identified as excessive presence of pyrogens, contamination, patient reaction, traumatic injury, and post-operative healing issue. Without the return of the actual product involved and no patient medical records, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due to an infection caused by a fall and an opened wound. The only the poly was removed. No further information available yet.